Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was suspected that the lead perforated the heart as there was a significant change to the lead impedance. The patient had atrial fibrillation. The lead was replaced.